Event description:
Defective bd safetyglide needle 25g x 5/8 ref 305901 has been discovered twice over the past two weeks. Both had a broken casing which left the needle slightly exposed. One had moisture within the casing.